Event description:
It was reported that a large volume folfusor contained particulate matter inside the reservoir after the device was filled with levobupivacaine. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured september 20, 2014 to september 22, 2014. Evaluation summary: the device was received for evaluation. Visual inspection noted a white particle in the fluid of the reservoir. Fourier transform infrared spectroscopy revealed the particulate to be acrylic material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.